Manufacturer narrative:
No pt injury or medical intervention was reported/required. The pt had a long and complicated medical history, including multiple congenital disorders. Approximately 20 days before, the pt's blood glucose dropped to 4 mg/dl, resulting in acute renal failure and extensive brain damage. As a result of this incident, the pt was placed on mechanical ventilation and started on continuous veno-venous hemodiafiltration (cvvhdf) with the prisma machine. Facility's intensive care nurse stated that the pt never regained renal function and remained in a vegetative state in the 20 days, following the dangerously low blood glucose level. For these reasons, the family elected to discontinue all life support, including mechanical ventilation, approximately two hours following this incident. The pt died, approximately two hours and 15 minutes after being disconnected from the prisma machine and termination of all life sustaining measures. A gambro technical services (gts) field representative inspected the prisma machine and ran two simulated treatments at different fluid removal rates. He found the machine to be working according to MFR's specifications. The machine has since been placed back into the serivce without any further incidents. Facility's intensive care nurse felt that this was an issue with the intensive care nurse that was caring for the pt at the time of this incident continually pressing the override button in an attempt to clear an incorrect dialysate weight alarm. Intensive care therapy specialist for gambro renal products was notified of this incident and the need for additional prisma training. She stated that she had scheduled an in-serivce last fall, but only one nurse attended. She planned on returning to this facility for in-service concerning prisma training with the intensive care nurses. Facility's intensive care nurse stated that the excessive fluid removal from the machine did not contribute to this pt's death nor was it a factor in the family's decision to terminate all life support. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.